Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 1.9 mmol/l. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer was treated with intravenous fluids of saline to address the elevated bg. Customer was discharged on (B)(6) 2025, with the issue resolved and no permanent damage.